Event description:
It was reported that the customer experienced a blood glucose (bg) level of 37 mg/dl; cause was not known. Customer consumed carbohydrates to address bg level. A system check was performed, and no issues were identified with the pump, cartridge, infusion set tubing, infusion set cannula, or the insulin in use at the time of event. Recommendation was made to consult with a healthcare provider to discuss diabetes management and pump settings.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 37 mg/dl; cause was not known. Reportedly, customer was switching between personal profile settings. Customer consumed carbohydrates to address bg level. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.